Event description:
A 15 mm diameter x 11.5 cm length aneurx iliac stent graft was inserted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm size are unknown. It is reported that the device was used with a 16 f cook sheath. The dilator and the device were reportedly lubricated with sterile silicone lubricant. It is reported that the aneurx device was "a bit tight" in the sheath, but the physician thought he could still deploy it. It is reported that, while trying to deploy the stent graft, it stuck in the sheath, and the entire device was removed. Another device was reportedly used with an "older" model cook sheath without difficulty. The pt suffered no clinical sequalae from the event and is reported to be fine. Medtronic ave has received the device for analysis, and analysis of the returned device is pending. The cook sheath was not returned.

Event description:
Returned goods investigation reveals the the device was returned with blood inside and outside the catheter. The stent graft was loaded and the blue clip was in place. The graft cover had numerous folds and two areas with twists. The stent was deployed without difficulty in the returned goods lab. The device was disassembled in the lab for analysis and no mfg anomalies were noted. As received, the graft was twisted, suggesting that excessive torque was applied to the device. The 16 french cook sheath may have been a contributing factor in the reported insertion and deployment difficulties; however, a complete investigation was not possible without the return of the sheath. The cause of the folding and kinking of the graft cover cannot be determined.